Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. Lead replacement was attempted on (B)(6) 2023 but unsuccessful due to patient anatomy. The lead was left implanted and will continue to be monitored. The patient was stable and asymptomatic.